Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels, leading to inappropriate anti-tachycardia pacing (atp) being delivered. Technical services (ts) advised on programming options to prevent inappropriate therapy. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Correction to section h device manufacturers only, field h6 device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels, leading to inappropriate anti-tachycardia pacing (atp) being delivered. Technical services (ts) advised on programming options to prevent inappropriate therapy. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels, leading to inappropriate anti-tachycardia pacing (atp) being delivered. Technical services (ts) advised on programming options to prevent inappropriate therapy. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the physician opted to turn off tachycardia therapy. No additional adverse patient effects were reported. This lead remains in service.